Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
Customer reports lancet did not retract into multiclix device after customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement reported. A request was made for the return of the product, replacement was sent. Was sent.